Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 12.08.2020: lot 180413: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came into the clinic after 8 months. He is a truckdriver and it is not possible for him to get the perfect flexion in the knee. He can`t reach 90° and he has patella pain. The patella is very thick regarding (the patient has arthrolyse). The surgeon wants to implant a patella and perhaps to revise the inlay from 11mm to 10 mm. The surgery is planned on (B)(6) 2020.